Event description:
Started wearing invisalign orthodontics about a year ago. Today, dentist discovered one of my teeth is cracked. Never had a cracked tooth before, I'm 35. I believe using invisalign is the cause, as others on the internet have reported similar experiences. FDA safety report ID# (B)(4).